Event description:
It was reported that the first clip applier wouldn't hold the clip there was three clip that fell out the jaws of the device. The second clip applier the clip it self wasn't forming correctly so the distal legs will come together but it will still wouldn't come parallel. There were no patient adverse event.

Manufacturer narrative:
(B)(4). Date sent: 12/31/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 2. Did device drop or eject clips? Device was dropping clips. 3. Did device sideways feed clips? Don¿t know. 4. Did device fire malformed clips? 5. Did device fire scissored clips? 6. Did the clip not hold on the vessel or tissue once placed? Distal tip would close but not the proximal part would remain tear drop shape. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. D4: batch # y7059d. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned with no apparent damage. The jaws were found with no apparent damage. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining eighteen (18) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch y7059d number, and no non-conformances were identified.